Event description:
The pt had an scs system implanted. Following the procedure the pt had a difficult time waking up from the anesthesia, over 40 minutes to wake. The pt was then unable to follow directions and was unable to remember how to use the scs programmer. The change in the pt's mental status was attributed to the anesthesia and the pt's age. The pt was transferred to a skilled nursing facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.